Event description:
It was reported that the patient developed an "embolism" in his spine after implant. The patient was operated on to resolve this issue. He was admitted to the hospital. Further information is being requested from the hcp.